Manufacturer narrative:
Pending investigation. Concomitants: 7000028 320-10-00 - equinoxe reverse tray adapter plate tray +0 7061511 320-31-40 - glenosphere, 40mm 6885686 300-30-08 - equinoxe preserve stem 8mm 7110513 315-35-00 - glnd kwire 7117585 320-15-05 - eq rev locking screw 7062567 320-20-00 - eq reverse torque defining screw kit s281361 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm s110565 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm s294817 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm s297040 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm 6977883 320-35-08 - small superior/posterior augglenoid plate,right 7110513 315-35-00 - glnd kwire 7110513 315-35-00 - glnd kwire.

Event description:
As reported, approximately 2 years and 11 months post initial right total knee arthroplasty (tka), the patient was trying to start his chainsaw and the polyethylene disassociated from the humeral tray. It was noted that the patient was regularly doing manual intensive labor. The patient underwent revision at which time the surgeon removed the glenosphere liner and humeral tray and they were replaced with a 40mm +4 glenosphere and a 0+ humeral tray, and 2.5+mm, 40mm polyethylene. The event was not related to the breakage of a device and did not lead to a surgical delay/prolongation. The patient was last known to be in stable condition following the event.